Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow-up. The lead was diagnostically imaged prophylactically and externalized conductors were observed. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 7.6-8.9cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.8-14.2cm from the distal tip electrode. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.2-12.0cm from the distal tip electrode. At this location, the etfe coating was damaged due to the surgical procedure.